Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after the cartridge ran out of insulin and a supply change was required; during the initial fill-tubing step no insulin drops were observed, the cartridge was found empty with air present, and insulin delivery resumed after replacing the cartridge, connector, and infusion set and completing the rewind and setup. Symptoms included elevated blood glucose up to 400 without loss of consciousness or other acute complications reported. Outcomes included no medical intervention, no backup therapy, and no ketone testing, with the user advised to monitor glucose after insulin delivery resumed. Investigation included troubleshooting and user education over the phone to walk through full supply replacement, verification of tubing priming, and confirmation of insulin delivery resumption. Investigation of this case revealed that insulin depletion and an unprimed or air-filled cartridge led to interrupted insulin delivery prior to replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause beyond insulin depletion, with resolution after cartridge replacement and proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.